Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 due to insulin leak. Blood glucose level at the time of incident was 300 mg/dl at the time of incident. Other blood glucose value mentioned was 200 mg/dl. The customer was treated with insulin drip and insulin injection. Customer experienced symptom of high blood glucose level such as nausea, vomiting. It was unknown that if the insulin pump was in auto mode at the time of the incident. Tubing was detached. The insulin pump will not be returned for analysis.